Manufacturer narrative:
It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed the pressure transducer test and safety valve test during pre-use check. Presence of corrosion/liquid spill were found on the expiratory channel pcb and the inspiratory pressure transducer pcb. The two pcbs need to be replaced. The device logs were not received. The damaged parts were not further investigated. Liquid/moisture on the electrical parts can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.